Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, patients with dead bag syndrome. Patients were operated 12 to 15 years back with hydrophobic single piece intraocular lenses (iols) were came back with posterior capsule (pc) rupture and de-centered / dropped iol. Most of these patients were operated more than 10 years ago. It happened patients with hydrophobic single piece iols where over the years capsule was crystal clear but suddenly it ruptures. Additional information has been requested.